Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging an inaccurate low result of 398mg/dl on hospital meter compared to an unknown number on subject meter. The complaint is being reported because the reporter was not sure of actual number and, as a result, it cannot be determined whether it meets lifescan¿s accuracy criteria. The alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.